Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The pathologist at the customer site stated that he did not think there was any serious damage done with the pamidronate treatment to the patient. He states that the patient was discharged, but presumed ok.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for calcium. The sample initially resulted as 3.21 mmol/l and this value was reported outside of the laboratory to the physician. The sample was repeated the following day and resulted as 2.51 mmol/l. The patient was treated with an IV of pamidronate to lower calcium based on the initial high result. No information was provided on whether or not the patient was adversely affected due to this treatment. The patient was discharged and presumed to be ok. No adverse events were alleged. The calcium reagent lot number was 667211 with an expiration date of 02/27/2013. The investigation could not determine a specific root cause based on limited information. The quality control was within range for that date. It was noted that the customer was not following tube manufacturer recommendations on centrifugation time.